Manufacturer narrative:
(B)(4)

Event description:
A patient was undergoing renal replacement therapy (crrt) with a prismaflex m150 set. There was reportedly no issue during the priming of the set. Reportedly, during the treatment there was a leak of substitution post solution at the level of the y connector of the replacement line. Reportedly, there was no alarm generated by the prismaflex control unit. The volume of the fluid leak is unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.